Event description:
It was reported a pump motor stall occurred. The motor stall and motor stall recovery messages were confirmed in the event logs. The pump logs indicated the pump stalled in 2009 with recovery, three days later, with recovery, and the following month, no recovery noted until thirteen days later, when a refill occurred. A tube set message also was indicated in that month. The patient had a history of motor stalls with prior devices. The patient's environment had been examined with no explanation for the cause of the stalls. The drug mixture was also being investigated. The drug used in the pump is a mixture of fentanyl 10,000 mcg/ml at a dose of 2810 mcg/day, hydromorphone 3.5 mg/ml at a dose of 0.9834 mg/day, clonidine 200 mcg/ml at a dose of 56.2 mcg/day, and prialt 2.0 mcg/ml at a dose of 0.5620 mcg/day. Troubleshooting was being considered. No patient symptoms were reported. Additional information has been requested, but was not available on the date of this report. See also MFR report #2182207-2008-07605 and 6000030-2006-01827 for prior pump events.